Event description:
The patient was enrolled in the (B)(4) study with a positive functional test for ischemia. The patient had a 99%, de novo, type a lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.25mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 18atm. The stent was not post-dilated. Post procedure, the patient had elevated troponin levels of 0.16 > 0.09 unl. Approximately two months after the index procedure, the patient was hospitalized with unstable angina. A revascularization was performed to treat a new 80-90% lesion in the proximal right coronary artery. This event was graded as unrelated to the index procedure and the previously implanted cypher stent. However, on the adjudication minutes it was noted that there was also 40-50% diffused disease in the obtuse marginal and that the cec committee agreed with a myocardial infarction (to arc (spontaneous)).

Event description:
Addendum: additional info received on (B)(4) 2012, a new event of stent thrombosis was reported with an onset date of (B)(4) 2012, angiography performed. The event was reported as ongoing and per the investigator, probably related to the study stent (lot #15264642). Additional info received on (B)(4) 2012, there was 100% occlusion in the stent placed in the 1st obtuse marginal. No other events were reported in associated with stent thrombosis. An attempt was made at angioplasty, but despite several attempts, the physician was unsuccessful. Seeing that there was some collateral filling of the remainder of the vessel, the physician made the decision to discontinue any further attempts at intervention and have the patient continue on medical therapy. The 3.5 x 23mm cypher stent in the proximal rca is widely patent. It was reported that the patient is stable and doing well.

Manufacturer narrative:
A 3.0 x 30mm firestar balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced elevated troponin levels, mi and restenosis. This is a (B)(6) male with medical history including previous pci (B)(6) 2010, CABG 1999, hypertension, mi (B)(6) 2010, diabetes mellitus ii, present smoker, gastroesophageal reflux disease, gout, insomnia, and depression. The patient was enrolled in the (B)(4) study with a positive functional test for ischemia. The patient had a 99%, de novo, type a lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.25mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 18atm. The stent was not post-dilated. Post procedure, the patient had elevated troponin levels of 0.16 > 0.09 unl. Approximately two months after the index procedure, the patient was hospitalized with unstable angina. A revascularization was performed to treat a new 80-90% lesion in the proximal right coronary artery. A 3.5 x 23mm cypher stent implanted in the proximal right coronary artery as treatment for this new. This event was graded as unrelated to the index procedure and the previously implanted cypher stent. However, on the adjudication minutes, it was noted that there was also 40-50% diffused disease in the obtuse marginal and that the cec committee agreed with a myocardial infarction (to arc (spontaneous)). Approximately six months later, the patient experienced unstable angina and had a non-cordis, drug-eluting , stent implanted in the mid to distal right coronary artery. It was noted that the cypher initially implanted in the proximal right coronary artery was patent; however, the new stenosis was within 5mm of the stent. And the new stent implanted in the mid to distal right coronary artery was placed overlapping the stent that had been implanted in the proximal right coronary artery. Therefore, there was peri-stent restenosis of the proximal right coronary artery. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported events; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported events, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00003 and 3003742446-2012-00012.

Manufacturer narrative:
It was noted that the patient initially had a 3.5 x 23mm cypher stent implanted in the proximal right coronary artery. Approximately six months later, the patient experienced unstable angina and had a non-cordis, drug-eluting , stent implanted in the mid to distal right coronary artery. It was noted that the cypher initially implanted in the proximal right coronary artery was patent, however, the new stenosis was within 5mm of the stent. And the new stent implanted in the mid to distal right coronary artery was placed overlapping the stent that had been implanted in the proximal right coronary artery. Therefore, there was peri-stent restenosis of the proximal right coronary artery. Based on the additional information noted above this is now one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00003 and 3003742446-2012-00012. Additionally, additional information was requested to the coating site for coronary artery restenosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved with this manufacturing number. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient experienced thrombosis approximately 20 months post index procedure . This is a (B)(6) male with medical history including previous pci (B)(6) 2010, CABG 1999, hypertension, mi (B)(6) 2010, diabetes mellitus ii, present smoker, gastroesophageal reflux disease, gout, insomnia, and depression. The patient was enrolled in the cypress study with a positive functional test for ischemia. The patient had a 99%, de novo, type a lesion in the first obtuse marginal branch. The lesion was 15mm in length and the vessel was 2.25mm in diameter. The lesion was pre-dilated and a 2.25 x 23mm cypher stent was implanted at 18atm. The stent was not post-dilated. Post procedure, the patient had elevated troponin levels of 0.16 > 0.09 unl. Approximately two months after the index procedure the patient was hospitalized with unstable angina. A revascularization was performed to treat a new 80-90% lesion in the proximal right coronary artery. A 3.5 x 23mm cypher stent implanted in the proximal right coronary artery as treatment for this new . This event was graded as unrelated to the index procedure and the previously implanted study cypher stent. However, on the adjudication minutes it was noted that there was also 40-50% diffused disease in the obtuse marginal and that the cec committee agreed with a myocardial infarction (to arc (spontaneous)). Approximately six months later, the patient experienced unstable angina and had a non-cordis, drug-eluting, stent implanted in the mid to distal right coronary artery. It was noted that the cypher initially implanted in the proximal right coronary artery was patent; however, the new stenosis was within 5mm of the stent. And the new stent implanted in the mid to distal right coronary artery was placed overlapping the stent that had been implanted in the proximal right coronary artery. Therefore, there was peri-stent restenosis of the proximal right coronary artery. Additional info received indicated a new event of thrombosis of a stent was reported with an onset date of 10/10/12, angiography performed. The event was reported as ongoing and per the investigator, probably related to the study stent (lot #15264642). Additional info received indicated there was 100% occlusion in the stent placed in the 1st obtuse marginal. No other events were reported in associated with stent thrombosis. An attempt was made at angioplasty but, despite several attempts, the physician was unsuccessful. Seeing that there was some collateral filling of the remainder of the vessel, the physician made the decision to discontinue any further attempts at intervention and have the patient continue on medical therapy. The 3.5 x 23mm cypher stent in the proximal rca is widely patent. It was reported that the patient is stable and doing well. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15264642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what contributing factors may have influenced the reported event.